Event description:
Small (B)(6) heart patient with multiple IV drips, y'd together, and infusing into a single 2fr PICC line. Drips are all compatible. The PICC line is patent and flushes fine. During assessment, I found a small wet spot on the bed sheet directly under the 0.2 micron air filter in the IV line. Fluid was slowly dripping out of the air vent hole in said line. This represents a defective product and a risk of infection to the patient. The segment of tubing was removed and replaced with correctly functioning unit